Event description:
A report was received that the patient had fallen (not device related) and hit the pocket site causing pain and difficulty charging. The physician explanted the ipg and reimplanted a new one. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
The returned product analysis indicated that the ipg passed electrical, performance, photographic imaging and visual inspection tests. The device exhibits no anomalies as the depleted battery can be charged fully in two cycles. The last charge attempt by the patient was successful at get a full charge in two cycles. The device exhibits normal device characteristics.